Event description:
I then applied a second black load 60mm linear stapler ¿ again I felt that the tissue was thicker than standard. Again, the stapler fired though we could hear it was slower than normal. After opening the stapler I saw that two 3rd row staples in the patient side did not form completely (pic 3). I inspected that stapler ¿ the anvil was not as bent as the initial one, but I requested a 3rd new stapler and from a different batch. Then I applied, tissues were less thick and all went as usual. I over-sewed the places were the third row was incomplete (pic 4 and 5). Patient is well and should recover uneventfully. Related to previous report.